Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 exhibited a low heart rate so a transvenous pacemaker inserted. The pump generated impella in aorta alarms that self resolved. The patient continued to experience atrial fibrillation and a complete heart block. The patient developed deep vein thrombosis at the right internal jugular transvenous pacemaker site and an atrioventricular node ablation. Impella support continues.

Manufacturer narrative:
Since product wasn't returned and data logs were inconclusive, the cause of the false alarms couldn't be determined. The cause of the heart block was not determined due to insufficient clinical details. The root cause of the bradycardia, atrial fibrillation, and thrombosis was unable to be determined due to insufficient clinical details. The device passed all post-sterile inspection checks.